Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Evaluation method: lens work order search. Results: visual inspection of the returned product found the lens optic torn and a piece of one haptic torn off and missing. The lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The facility returned a cc4204a collamer aspheric single piece lens to the manufacturer torn. Two lenses were used for this patient - see MFR report # 2023826-2011-00374. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.